Event description:
After device placement, the angiogram performed on the left iliac artery showed the presence of an endoleak. Contralateral leg graft had been overlapped with the main body limb by one full stent body. Endoleak was believed to be a a tear in the graft material. To resolve the leak in iliac leg extension was deployed into the limb of the main body and extended distally inside the contralateral leg graft. Left hypogastric artery was coil embolized, and a second iliac leg graft was deployed inside the initial leg graft, extending the landing zone inot the external iliac artery. Conclusion angiogram noted the endoleak had been resolved. Patent renals and right hypogastric were observed.